Event description:
Removed catheter due to leaking one day after placement. Leaking under the skin.

Manufacturer narrative:
The complaint of a leaking catheter was confirmed, but the cause remains unk. The product returned for eval was an 8fr single-lumen groshong catheter. Grey clear adhesive residue observed between the luer and sure cuff. The sure cliff appeared free of residue. The sample was patent to infusion using water from a 12cc syringe, with water leaking between the 18cm and 19cm depth markings. Microscopic examination of the leak site revealed a small hole in the catheter material. This hole was externally induced and had a triangular shaped notch with scratch marks leading into and out of the damage region. The surface of the catheter at this region appeared to be dull and granular. Add'l small nicks were observed in the outer catheter material near the leak site. These nicks did not appear to penetrate through the entire catheter wall, and thus did not cause any add'l leakage. The observed damaged was not characteristic of known failure type. A lot history review (lhr) of rexl0683 showed no other similar product complaint (s) from this lot number.